Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this lead was attempted to be implanted in the right ventricular (rv) apex. The lead became fractured due to tortuous patient anatomy and a new lead of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.